Event description:
Patient presented to the physician with inflamed incision. Physician prescribed antibiotics. Physician brought the patient into the or two days later and removed the ipg and flushed the pocket.